Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue with the unit to the service center. Upon triage on (B)(6) 2018 the service technician found that the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the reported issue was confirmed. A visual inspection revealed that a component in the audio circuit was broken. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.